Manufacturer narrative:
(B)(4). The photo of the product upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2017 and suture was used. Upon opening suture pack, the nurse noticed two needles though should have been a single armed suture. It was not used, and another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Only pictures of the product were received for evaluation. Upon visual inspection of the pictures it was observed that the winding former/zipper tray contains two needle/suture combination into the tray, resulting in a wrong number of components in the package. Per the sample condition observed in the picture there is an extra-needle/suture combination in the packet and no assembly - incorrect component was observed on the sample, since the product is single armed.